Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. The battery had thermal damage around the bottom plate and the connector. The root cause for the thermal damage could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.